Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information received that patient was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure,